Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation found that the exchange sheath was returned without the clip applier for analysis. The seal of the cap to hub bond was intact and there was no evidence of the cap separating from the hub; however, during the examination the inner diameter of the cap was found cut and torn most likely by the cutter during loading of the clip applier. These findings indicate the difficulty was encountered while loading the clip applier onto the sheath. Based on the inspection criteria and the analysis of the returned device the reported detachment of the cap could not be confirmed and the root cause could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records could not be performed because the lot number was not reported.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly when the wire and dilator were pulled out, the valve in the exchange sheath pulled out at same time; the valve was unattached from the sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.